Event description:
Report received of an adverse event while the device was in use. The pump was programmed to deliver 0.1mg/ml of dilaudid in the continuous plus pca mode. The continuous rate was 1.2mg, bolus dose of 0.2mg, bolus lockout of 10 minutes, and 4-hour limit of 4.8mg, container size 100mg. The dilaudid was prepared by the pharmacy according to their protocol. The nurse on the unit hung the medication and then left the patient's room. Approximately 6 to 7 hours later, the patient was found in respiratory distress. The pump was discontinued. The doctor was notified. Oxygen and three unspecified doses of IV narcan were given. The patient reportedly responded to the narcan. The patient was transferred to the ICU. The customer reported that the pump delivered what it was programmed to deliver; however, the patient was sensitive to the dilaudid. Though requested, there is no furhter information available.